Event description:
(B)(4).

Event description:
It was reported the programmer has a cracked screen and boots up very slow. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report: the overlay was broken. It was also noted that the keyboard was missing, the keyboard case hinges were broken, and the system fan was noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.